Event description:
The customer reported to olympus, spare lamp light lit even after changing the lamp on the visera elite xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. The customer stated that the spare lamp was flashing and was not solid. In the manual it states that if this occurs then the spare lamp has broken down and needs service. Tac transferred the customer to repairs to have the unit sent in and repaired. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the defective spare lamp. The DHR confirmed that the subject device was shipped in accordance with the specifications. The subject device was not returned for physical evaluation. The investigation was unable to determine the root cause of the reported problem. Olympus will continue to monitor field performance for this device.